Manufacturer narrative:
Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
The facility reports the pt was in the process of being transferred from a bed to a chair. With three staff by the lifter completing the transfer, it was noticed that a sling clip had bent. The pt was lowered and the sling taken out of use. None of the staff had noticed this damage to the clip prior to the transfer. No injuries were reported. (B)(4).